Event description:
Information was received from a health care provider (hcp) via a study regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 600.4 mcg/day. The lot number listed was 2163-112. The programming date from the most recent refill prior to the event was (B)(6) 2015 the event resulted in an emergency room visit. The patient reported to the emergency department on (B)(6) 2016 with symptoms of withdrawal including agitation, urinary retention, pain, and muscle aches. The clinical diagnosis was baclofen withdrawal. The patient's symptoms began on (B)(6) 2016. Interrogation of the pump showed the low reservoir alarm activated on (B)(6) 2016, and the critical alarm activation on (B)(6) 2016 with alarm date of (B)(6) 2016. The pump was dry when accessed for refill. On (B)(6) 2016, medications were administered, the pump was refilled, and the pump was reprogrammed (dose decreased and 50 mcg bolus given). This event was related to the device or therapy; it was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. On (B)(6) 2015, a pump alarm occurred due to the patient going past their alarm date before getting the pump refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.